Manufacturer narrative:
(B)(4). As the sample was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced peritonitis on an unknown date, coincident with peritoneal dialysis therapy. The cause of the peritonitis was not reported. The patient was hospitalized for the peritonitis event. The patient was treated with reflin (dose, route, frequency, and duration not reported) and vancomycin (dose, route, frequency, and duration not reported) for peritonitis. Action taken dianeal therapy was not reported. At the time of this report, the patient had not recovered. No additional information is available.